Event description:
The customer reported that during an angiographic procedure the rotator broke while injecting contrast. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Process evaluation.